Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: patient identifier, age, sex . Sid (B)(6), male, (B)(6) sid (B)(6), male, (B)(6).

Event description:
The customer observed falsely decreased tbili results on two patients. The results provided were: sid (B)(6) initial run on 06sep2016 =0.29mg/dl / repeat on different analyzer = 0.62mg/dl; sid (B)(6) initial run on 09sep2016 = 0.37 / repeat on different analyzer = 0.63. There was no reported impact to patient management.

Manufacturer narrative:
The complaint states that sample presentation and sample queue errors (spe/sqe) were generated on the accelerator aps, causing discrepant results to be generated. Spe/sqes occur when a gate malfunction or a misalignment of the gate and/or track at the aspiration point fails to hold the sample in position until all aspirations are complete. Field service replaced and aligned the gate, part number 8-205912-01, and adjusted other components to address the issue. System logs showed that the system recognized and generated the appropriate error messages for the affected samples. Samples with sqes do not generate results. The complaint notes that none of the suspect results were released by the system, but results for sample ID (B)(6) were manually released by the lab tech; corrected results were reported after the sample was rerun. A review of tickets for part number 8-205912-01, did not identify any other complaints or trends involving the gate. A review of current labeling provides troubleshooting assistance with probable causes and corrective actions to take when errors are generated. All results are to be deleted for the sample generating the spe. The middleware and/or host lis is to be configured to prevent the release of erroneous results and the sample is to be rerun for all ordered tests. Samples with sqes must have current orders canceled and reordered on a new sample ID to be rerun. Based on the available information, a deficiency was not identified. A malfunctioning gate failed to hold samples in the sampling position until aspirations were complete. The system properly recognized and generated the appropriate error messages.